Event description:
The one touch ultrasmart meter had a black mark on the display. The patient dropped the reported meter, and noted a black mark on the display, abscuring the results. The patient was unable to obtain a blood glucose result on the reported meter for three days, during these days, the patient experienced several episodes of symptoms of high blood glucose levels, and treated himself with humalog insulin on a sliding scale and 17 to 18 units of lantus insulin. In 04/2006 at 3:30p.m the patient experienced symptoms of dizziness and sweating. The patient did nto attempt to use the reported meter before, during or after the event. He contacted emergency services, no information was provided as to treatment provided by the paramedics. It would have been helpful to determine when the paramedics arrived. If the patient's blood glucose level was tested by the paramedics and what that result was , if the paramedics provided any treatment when the patient took insulin and the doses, and if the patient had a back up meter. The patient takes humalog insulin and lantus insulin, the meter, test strips and control solution were replaced. Although the patient had dropped the meter, he was unable to obtain a blood glucose result due to the damaged display on the reported meter. He became symptomatic (unknown diagnosis) and received medical attention.